Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. The patient reported being symptomatic with syncope episodes and dizziness and was evaluated in the emergency room. Reprogramming was performed on this lead. No additional adverse patient effects were reported. At this time, this device system remains in service.